Manufacturer narrative:
Review of the additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned or has been involved in any serious injuries or adverse events. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803 at this time. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that when the manufacturer representative attempted to confirm the event, it was found that the patient who developed infections was not implanted with a device made by the manufacturer. It was stated that ¿it seemed that the physician reported the wrong information initially.¿ there were no further complications reported or anticipated.

Manufacturer narrative:
Outcomes to adverse event: other: infection. Concomitant medical products: product ID: 977a275, serial #: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 07-jun-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the intractable chronic pain patient experienced a ¿suspected infection.¿ the patient¿s status was otherwise unknown at the time of report; it was unknown whether any surgical interventions had been performed or if the issue was resolved. No further complications were reported or anticipated.